Event description:
The dealer alleges the crutch tip broke, causing the consumer to fall down the steps and injure his knee. No serious injury is alleged.

Manufacturer narrative:
(B)(4) has been issued for this device. Model 8115-t (B)(4) is approximately 7 months old. User manual 1145751 rev a (04/07) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. On page 1 the following warning is provided: "warning - do not install or use this equipment without first reading and understanding these instructions. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to install this equipment - otherwise, injury or damage may occur." Adhering to the following warnings may have prevented the consumer from falling while using the crutches. The warnings are found on page 1: each individual should always consult with their physician or therapist to determine proper adjustment and usage. Invacare products are specifically designed and manufactured for use in conjunction with invacare accessories. Accessories designed by other manufacturers have not been tested by invacare and are not recommended for use with invacare products. Proper height adjustments must be made to both the leg extension and the crutch handle. A dealer or therapist should aid in the proper placement for maximum balance and support. Be sure that snap buttons are fully protruding through the same respective adjustment hole of each leg extension. This ensures that the adjustable legs are securely locked into position and an even height adjustment is obtained. Wing nuts must be tight at all times. Ensure that rubber crutch tips are not ripped, worn or missing. Replace before using the crutches. Always observe the weight limit on the labeling of this product. Check that all labels are present and legible. Replace if necessary. The consumer is a (B)(6) male who is (B)(6). The consumers height is acceptable. (B)(4) height limitations = 5'10" - 6'6".